Event description:
It was reported by the patient that they took a ¿jab to the ribs 2-3 weeks ago" and stated "it still hurts and I¿m struggling¿. The patient stated that their (B)(4) was recording heart rate in the 30¿s and the patient thinks their device is not working. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen in the clinic for a device check. There were no issues noted with the device that were causing or contributing to the patient's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.